Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied for a jejunostomy, the stapler was able to fire, the staples deployed at the beginning and end but was incomplete in the middle. The doctor had to sew the open hole where the stapler did not fire to prevent permanent impairment of a function. The knife blade had also cut the tissue causing tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted one end of the staple line. No abnormalities were noted with the staple line. Physical inspection and functional testing could not be conducted as the physical product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.